Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during treatment (tx) complete, at step 9 remove-cassette, of their pd treatment. The fluid leak was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. Additional details were provided through follow-up with the patient. Upon follow up, the patient confirmed the reported event. Per patient at the end of their pd treatment when they were going to remove the cassette at step 9, there was fluid leaking from the cassette door when they opened the cycler door. Per patient prior to their treatment, they had inspected all their supplies, and they did not discover any issues prior to treatment. There was no physical damage to the cassette or solution bags. Per patient there was no fluid leaking from the solution bag or solution bag connection to the tubbing set prior or after their treatment was completed. The reported leak was discovered when the patient had completed their pd treatment and was removing the cassette from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment on the cycler on the day of the reported event. The patient confirmed having enough supplies to complete their pd treatment. The sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested from the patient¿s peritoneal dialysis nurse (pdrn), however to date has not been provided.

Manufacturer narrative:
Correction: b3 (event date), e1 (address line1), h6 (concomitant products, and therapy date) plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during treatment (tx) complete, at step 9 remove-cassette, of their pd treatment. The fluid leak was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. Additional details were provided through follow-up with the patient. Upon follow up, the patient confirmed the reported event. Per patient at the end of their pd treatment when they were going to remove the cassette at step 9, there was fluid leaking from the cassette door when they opened the cycler door. Per patient prior to their treatment, they had inspected all their supplies, and they did not discover any issues prior to treatment. There was no physical damage to the cassette or solution bags. Per patient there was no fluid leaking from the solution bag or solution bag connection to the tubing set prior or after their treatment was completed. The reported leak was discovered when the patient had completed their pd treatment and was removing the cassette from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment on the cycler on the day of the reported event. The patient confirmed having enough supplies to complete their pd treatment. The sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested from the patient¿s peritoneal dialysis nurse (pdrn), however to date has not been provided.